Event description:
Caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any future time discrepancies greater than five minutes, which the caller understood and acknowledged.